Event description:
Surgeon advised that pt had a large portion of her mandible re-sected with a plate, locking screws and non-locking screws. At that time, the surgeon set a planned removal of plate and screws in approximately two (2) years to accommodate sufficient healing so implant of a cadaveric mandible and autologous bone graft could be performed. During removal, surgeon noted that the heads of the locking screws had sheered off causing no adverse effect to pt. Broken screws were not evident in pre-op x-ray. The implantation of the cadaveric mandible and autologous bone graft was successfully completed.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine the manufacturing site or manufacturing date without a lot number. Subject device has been received and is currently in the investigation process. No conclusion can be drawn at this time.